Event description:
It was reported that during a case the monitor on the itrak 3500l system was frozen and the mouse and touch screen would not function. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Instructed the customer to shut down the system for 5 minutes and reboot. The system was rebooted and performed as expected. No add'l information at this time. Customer stated they will advise if add'l issues are noted.